Event description:
"Placement of seprafilm under the platysma during thyroid surgery" from thyroidology clinical and experimental, 2004, vol. 16, 1-3. On an unspecified date, a pt underwent a thyroid operation with a cervical collar incision equal to or greater than 10cm in length. Seprafilm was placed under the platysma when the surgical wound was closed in order to "reduce subjective symptoms and objective findings of cervix." Subsequently, the pt developed a cervical fluid collection, which healed by puncture. The author believed that this event could be avoided by "putting the membrane on without piling up." Seprafilm is approved for use in pts undergoing abdominal or pelvic laparotomy, to reduce the formation of adhesions. Seprafilm has not been evaluated for safety and efficacy related to thyroid surgery.